Event description:
The following was reported to hamilton medical ag: the report from hospital say: the ventilator is not ventilated no further information received. No information about patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).